Event description:
During ion bronchoscopy with endobronchial ultrasound procedure, the provider initiated the endobronchial ultrasound portion of procedure and stated that the disposable balloon at the tip of the ultrasound bronchoscope "felt like it was leaking." Prior to insertion, the provider, endo tech, and rn had viewed the balloon and confirmed that it was seated correctly and completed to the endoscope. After noting the potential leaking, the provider withdrew the bronchoscope and noted that the balloon was not longer on the endoscope. The provider switched to the regular bronchoscope, surveyed the lung and retrieved that dislodged balloon completely intact from the right lower lobe.